Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels of 40 mg/dl or above. Low bg causes were not known. Customer consumed glucose tablets to address bg. The customer reverted to an alternate method of insulin therapy.